Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted there were blood in/on helix/lobe mechanism and inner tubing kinked/buckled.

Event description:
It was reported that during implant, the helix would not deploy prior to implanting the lead. The lead was not used and a new lead implanted. There were no patient complications reported as a result of this event.